Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the trocars were leaking. Patient and procedure impact are unknown.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received. The procedure was completed without exchanging the product. There was no patient harm.

Manufacturer narrative:
Correction date rec¿d by MFR: supplemental medical device report (smdr) 2 is being filed to correct the date rec¿d by MFR date on the initial report, filed earlier. Incorrect date of 08/02/2017 is being corrected to 08/01/2017. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received: the procedure was completed without exchanging the product. Corrected information was received: patient outcome is unknown.

Manufacturer narrative:
A product sample was received and it is awaiting investigation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The nurse informed that there was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are twelve additional complaints associated with the lot for the reported issue. One opened trocar cannula/hub assembly was received for evaluation. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for leaking and was found conforming. A photo of the product was provided and has been reviewed by the manufacturing site. The photo is not close up, therefore no product defects can be observed. The returned sample was found to be conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are twelve additional complaints associated with the lot for the reported issue. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A photo of the product was provided and has been reviewed by the manufacturing site. The photo is not close up, therefore no product defects can be observed. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).